Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that the device was exhibiting a potential pogo pin failure. A pogo pin failure may prevent the pad-pak from connecting with the device, which may prevent the device from powering on. Failure to power on device may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Event description:
The distributor contacted heartsine to report that the device was exhibiting a potential pogo pin failure. A pogo pin failure may prevent the pad-pak from connecting with the device, which may prevent the device from powering on. Failure to power on device may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt, it was observed that the +ve terminal pogo pin was shorter than the other pins and the device suddenly lost power with no warnings issued or flashing status led's. Significant voltage fluctuations were measured with the +ve pogo-pin during the investigation. The device had no faults when fitted with a new pogo pin, which confirmed the root cause as a faulty pogo pin. The device was scrapped by heartsine and the customer was provided with a replacement device.